Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the white seal from the sleeve of the trocar looks to have broken. When the trocar is inserted into the sleeve, you can see it migrating down the shaft of the sleeve, preventing the trocar from being fully inserted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91m1l. The analysis results found that the 2h12lp device was returned in good condition. In an attempt to replicate the reported incident, the sleeve was visually inspected and the adsorbent was found to be damaged and exposed through the sleeve, not allowing the obturator to pass through the sleeve. No conclusion could be reached as to what may have caused the found condition. The batch history records were reviewed with no anomalies noted during the manufacturing process.